Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient implanted with the subject ICD underwent a surgical procedure on (B)(6) 2017. The shocks were programmed off before the procedure, and were reprogrammed on at the end of procedure. An alert remote report was transmitted on (B)(6) 2017 due to shocks deactivation. A follow-up was scheduled on that same day. Upon interrogation of the ICD, it was observed that the shocks were on. Alert remote reports due to shocks deactivation were transmitted again on (B)(6) 2017 and on (b)96) 2017. The physician is complaining about this misbehavior of the alert management.

Event description:
Reportedly, the patient implanted with the subject ICD underwent a surgical procedure on (B)(6) 2017. The shocks were programmed off before the procedure, and were reprogrammed on at the end of procedure. An alert remote report was transmitted on (B)(6) 2017 due to shocks deactivation. A follow-up was scheduled on that same day. Upon interrogation of the ICD, it was observed that the shocks were on. Alert remote reports due to shocks deactivation were transmitted again on (B)(6) 2017. The physician is complaining about this misbehavior of the alert management.